Manufacturer narrative:
The serial number of the device was requested but was not provided, therefore the manufacture date, age of device and device identifier (UDI) are unknown.

Manufacturer narrative:
The patient¿s weight was not provided. Approximate age of device- 100 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient¿s log file was submitted for review. The manufacturer¿s technical services representative reviewed the submitted log file and during the analysis of the log, there were three no external power events observed throughout the log. It was reported to have been caused by the power cord of the mobile power unit (mpu) coming loose at the mpu or the wall outlet. During this event the system controller internal battery supplied power to the pump as designed. There were no other unusual events noted and the pump parameters and values are within normal limits. No additional information was provided.

Manufacturer narrative:
Section g4: manufacturers aware date was inadvertently omitted from previous report. The correct date was feb 12, 2019..

Manufacturer narrative:
The mobile power unit (mpu) was not returned for analysis and remains in use. The reported event, of the patient's system controller capturing no external power events, was confirmed when the submitted system controller log file was evaluated. The system controller operated on backup battery power; the lvad continued to operate as intended during these losses of external power periods. The system controller log file indicates that the system controller was operating on mpu power prior to the loss of external power. The patient¿s power cable lead rsoc values and cable voltages confirm the mpu disconnection issue. The heartmate 3 left ventricular assist system (lvad) instruction for use (IFU) and patient handbook provide detailed instructions on how to switch power sources and explain that at least one system controller power cable must be connected to a power source (power module, mobile power unit, or two heartmate 14 volt lithium-ion batteries) at all times. The heartmate 3 lvas IFU and patient handbook contain information on all system alarms, including the no external power alarm, and provides guidance on how to troubleshoot the system and resolve each alarm. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.